Event description:
The pt experienced a loss of stimulation sensation following a knee replacement surgery. The pt was unable to adjust stimulation with her pt programmer. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).